Manufacturer narrative:
The device has been explanted and has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The user visited the clinic in (B)(6) 2026 to check for ear infection (otitis media). During the check-up a portion of the electrode array had migrated out of the cochlea. Re-implantation surgery was performed on (B)(6) 2026.